Event description:
The user's hearing performance with the device was affected - intermittent sounds were observed. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device_s circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected - intermittent sounds were observed. The user was re-implanted.